Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. Imagery was provided for review and revealed deployment of thv in aortic position causes balloon to interact with frame of thv previously implanted in mitral position and the valve in mitral position returned to original position after post dilation. The reported event was confirmed based on provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during the deployment of the valve in the aortic position, the balloon of the commander caused a folding of s3u in mitral position with no consequences for the patient in hemodynamic terms. It was decided to perform a post dilatation of the s3u in mitral position with a transeptal approach, using a new esheath and a new commander. As a result, the s3u in mitral position returned to the original form. Per the IFU, patient with pre-existing mitral valve devices should be carefully evaluated before implantation of the thv to ensure proper thv positioning and deployment. In this case, during thv deployment in aortic position, delivery system balloon interacted with the pre-existing thv in mitral position resulting in the deformation of the mitral thv.as such, available information suggests that procedural factors (interaction with delivery system balloon during inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in italy, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach in a patient with a previous 26mm sapien 3 ultra valve implanted in mitral position. During the deployment of the valve in the aortic position, the balloon of the commander delivery system caused a folding of s3u in mitral position with no consequences for the patient in hemodynamic terms. It was decided to perform a post dilatation of the s3u in mitral position with a transeptal approach, using a new esheath and a new commander. As a result, the s3u in mitral position returned to the original form. The s3u implanted in the aortic position had a perfect result.